Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer fell, and the touchscreen became shattered and no longer functional. There was no reported impact to customer's blood glucose level. Customer stated they have not tested blood glucose levels. Customer indicated that they have back up insulin pens for continued insulin therapy.